Event description:
Reporting status: death. Reporting rationale: failure to seal perforation resulting in death. Device issue: failure to seal. It was reported that during use of two 3.0 x 15 mm xience devices, a perforation occurred and the patient ultimately died. A graftmaster stent was crossed to the perforation; however, it failed to seal the perforation. Per the sales rep, she understood from the lab that the graftmaster was not attempted for use until late in the challenge of the perforation. No other attempt was made with a device. It is my understanding that the patient had already lost too much blood and was experiencing very low pressure. The patient did not go to surgery. Additional information received noted that het maximum pressure used for the graftmaster was 20 atm. No additional event or patient information is available.

Manufacturer narrative:
The two xience v everolimus eluting coronary stent systems are being filed under 2024168-2009-00212.